Manufacturer narrative:
(B)(4)

Event description:
The customer complained of an erroneous inr result on a coaguchek xs meter with serial number (B)(4). The customer also complained that they could not properly set the date and time on the meter. At about 8:15 am, the result from the meter was >8.0 inr. The customer did not believe the result and went to her doctor's office. At her doctor's office at 9:15 am, the customer had a result of 2.9 inr from the doctor's roche meter. The serial number was not provided. Since the customer could not properly set the date and time of her meter, the meter history showed the initial result was from (B)(6) 2002 at 9:11 am. There was no allegation of an adverse event. The customer provided her current condition as "not feeling well." The customer stated she used a new finger for the testing on her meter but was not sure if she used the same finger for the result obtained from the meter at the doctor's office. The customer is not anemic, does not have antiphospholipid antibodies, and does not take heparin or direct thrombin inhibitors. The customer has had no changes in their diet or any new illnesses, there were no symptoms of bleeding or bruising, and there was no treatment provided based on her meter result. The customer's medication was not changed based on her meter result. The therapeutic range was 2.0-3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 235609-22) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter and the test strips. The returned meter and only 1 strip was measured in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.9 inr. Donor #2 inr: 2.5 inr. Donor #1 hct: 56%. Donor #2 hct: 46%. Testing results: donor #1: retention meter and master lot strips: 2.9 inr. Donor #1: customer meter and customer strips: 2.9 inr. Donor #1: customer meter and masterlot strips: 2.9 inr. Donor #2: retention meter and master lot strips: 2.5 inr. Donor #2: customer meter and customer strips: test not performed. The customer returned only 1 test strip. Donor #2: customer meter and master lot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. The investigation was unable to find a definitive root cause.